Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in switzerland: "overinfusion" "patient received his 5fu treatment in 1 day instead of 2 days."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). Based on the customer description, customer stated that the pump emptied in 1 day instead of 2 days. However, when the sample received in bbm, the weight of the sample is 101.1g. The average weight of affected article 4540016 (unused sample) was 60.0 g. Hence there is still around 41.1g (101.1g - 60.0 g = 41.1 g) of solution inside the pump, which may take another approximately 19 hours for the solution to complete infused. The physical condition of the sample upon bbm received was different with customer description. Further clarification was requested on the customer and customer stated that the "emptied pump" was just visual impression. Received 1 used and filled easypump ii lt 100-50-s. As received condition, the clamp clip of the sample was clamped, and patient connector was connected to the red closing cone. Visual inspection had done throughout the received sample. White crystallize residues was found at patient connector of received sample. The clamp clip of received sample was release. No flowing was observed. Fast flow rate as per customer description could not be identified. The received sample was then dissected to find the blockage point. The received sample was flowing after the patient connector was cut. Once the patient connector was removed, the sample was flowing. As the pump was blocked and thus stop flowing, customer may have mis-interpreted it as earlier completion of the infusion. Blockage found at the patient connector, was potentially due to white crystallize residues observed at patient connector. The blockage of the sample was due to white crystallize residues. The crystallization/precipitation of drug will affect the flow rate of the sample. The crystallization/ precipitation will cause the partial blockage on the path of the solution. Hence, the flow of the solution will become slower. There are some drugs (e.g., 5fu, cefepime) which tend to crystallize/precipitation at some special conditions. The risk of crystallization is given by the drug itself.